Event description:
It was reported that an ilet user experienced repeated infusion set occlusions associated with use of the same insertion site, resulting in hyperglycemia to 400 mg/dl and infusion set failures that resolved after changing supplies and rotating to a new insertion site. Customer care provided support that included infusion set selection and site practices. Investigation of this case revealed occlusion of the infusion set component while using an inset 6 mm, 23 in set, with failures linked to repeated use of the same anatomical site and scar tissue, which resolved upon site rotation and set replacement. Symptoms included irritability. Outcomes included high glucose without medical intervention. It was concluded, based on previously established findings for similar reports, that inadequate site rotation led to infusion set occlusion and resultant hyperglycemia, and that changing the set and insertion site corrected the issue. Replacement supplies were provided as a goodwill action.